Event description:
It was reported that pump experienced a malfunction during a bolus attempt, and display showed malfunction code indicating a software error. There was no adverse impact to the customer's blood glucose level. Malfunction code was reported as resettable, and ultimately technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.